Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Product damage (sterile sleeve damage)" was removed as a failure mode because there was no allegation that the sterile sleeve was damaged, only that bleeding from the repo unit resulted in blood in the sterile sleeve. B1 product problem omitted h6 code 2907 and 4723 was reported incorrectly. New code was added to medical device problem code.

Event description:
The complainant reported the patient was on impella 5.5 support and blood was present in the sterile sleeve. The patient had bleeding at the graft site prior to this and now blood was pooling in the sterile sleeve. Combat gauze was placed to the graft site has controlled bleeding at the site. The dressing was dry and intact. Blood was soon at the base of the catheter insertion into tuohy borst valve and has tracked along the catheter inside the sterile sleeve, pooling at the end of the sleeve in a volume less than one milliliter approximately. No blood was seen exiting the distal end of the sterile sleeve attachment. Additionally, heparin was withheld for six to eight hours upon arriving to the intensive care unit. It is unknown if this was to manage the bleeding. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.